Event description:
The hosp alleges the unit shut down without an alarm. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported complaint is still pending. A follow-up report will be issued when the investigation has been completed.